Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter was reading inaccurately high compared to her feelings/ normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by a senior csr who reviewed the initial call recording. The patient reported that the alleged product issue first started at 10:15pm on (B)(6) 2019, when she obtained the alleged inaccurately high result of ¿400 mg/dl¿ with the subject meter compared to her feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with oral medication, diet and/ or exercise (she did not provide any further information) and reported that in response to the alleged product issue she took an increased dose of medication (1 tablet instead of her usual ½ tablet). The patient reported that the next day at 3:00am she developed the symptoms of ¿sweating and dizziness¿. She denied receiving any immediate treatment for these alleged symptoms. The patient claimed that later that day (B)(6) she attended her doctor¿s office where her blood glucose was tested on her doctor¿s meter and a result of ¿145 mg/dl¿ was obtained. The patient denied receiving any further treatment. During troubleshooting, the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. The csr was unable to walk the patient through a control solution test as she did not have any control solution. Replacement products were not sent to the patient as the patient refused. This complaint is being reported as the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of medication due to an alleged inaccurately high blood glucose result obtained with the subject meter.